Event description:
It was reported that following a fall the patient experienced pain at the ipg site. The patient also experienced ineffective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced, and the ipg was explanted and replaced in a new pocket site.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.